Event description:
It was reported that the patient underwent a spinal fusion l4 and l5 using 6 screws and 2 plates. Approximately 3 years post-op an lumbar spine x-ray found status post fusion of l4-l5 utilizing pedicle screws. Rotatory scoliosis with the apex directed towards the right at l2. Osteoarthritic changes involving the concavity of the curvature on the left. Narrowing of the intervertebral disc spaces. X-ray hip uni: no obvious evidence of acute injury involving the left hip. Findings suggestive of mild osteoarthritic changes. Recommend obtaining MRI to further evaluate the surrounding soft tissues and the acetabular labrum. X-ray pelvis ¿ impression: no obvious evidence of acute injury involving the pelvis. Twenty nine days later an MRI found status post fusion of l4 and l5 utilizing pedicle screws and rods. Diffuse osteoarthritic changes noted. Severe spinal canal stenosis and bilateral neural foraminal narrowing at l3-4. Status post right laminectomy atl4-5 with no evidence of encroachment of scar tissue into the spinal canal or neural foramina. MRI lowe ext jt wo- impression: advanced osteoarthritic changes seen primarily of the left hip with similar initial changes involving the right hip. Presumed destruction of the left acetabular labrum. Approximately 3 years post op the patient reported low back pain mainly across the patient¿s back, extending into both lower extremities with adjacent segment disease at the l5-sl level appearing to be the patient¿s main symptomatic level from post back surgery syndrome. Caudal epidural steroid injection performed. One month later the patient reported low back pain extending into the gluteal areas and thighs from degenerative disc disease and spinal stenosis. After a caudal epidural steroid injection a month ago he did see significant relief of his pain. His pain is mild at rest and it reaches a mild-to-moderate level with activity. Lately, he feels that there has been some increasing pain. He wants to get a second injection. He denies any other changes with his health, medication, or allergies. His pain is equal on both sides and worse with activity. He also tells me that his plavix was discontinued. Caudal epidural steroid injection performed. Two months later the patient underwent spinal surgery at l5-s1 with screws and plates. One year post-op of 2nd surgery the patient reported left lower quadrant abdominal pain just above the left groin. He has had this pain for quite some time. It is getting quite intense. It is worse with standing and with walking. After walking for about 100 yards the pain is so intense that he has to sit down. He denies any back pain at all. He reports that his pain in the left lower quadrant is something that has been bothering him for several months. He has tried physical therapy and anti-inflammatory medications, which have not helped. Because the pain has been persistent, he wanted to come in and see if may be an injection can help him. Trigger point injection performed. One month later the patient reports low back pain from post back surgery syndrome. He also has pain in his left lower quadrant just above the groin area, where he has pain with activity only. When he is sitting, lying down he has no pain at all, but after walking about 50 to 100 yards the pain gets quite intense and then he has to stop and rest and it goes away. He appears to have claudication symptoms probably coming from the lower thoracic levels. He had a trigger point injection in this area last month and that did not help. One month later the patient reported low back pain from post back surgery syndrome. He also has radicular pain into the left groin. He denies any changes with his health, medication, or allergies. He tried a medrol dose pak, which helped temporarily only. He does not like to take narcotic pain medication. The doctor explained to him that tramadol is a nonnarcotic medication and a moderate painkiller and this can help out and he was willing to try that. One week later the patient complained of thoracic back pain and pain radiation. An MRI thoracic spine impression found: no thoracic disc protrusions are seen. Thoracic disc degeneration at contiguous levels. No evidence of spondylolisthesis. No evidence of thoracic compression fracture. Normal evaluation of the spinal cord, without evidence of syrix or myelomalacia. Two months later the patient reports post-operative lumbar spine with recurrent pain and numbness in the left groin and leg for more than 3 months. Lumbar MRI- impression: large central disk herniation at l1/l2 resulting in moderate to severe spinal stenosis with 7 mm canal narrowing central disc herniation at l5.s1 resulting in moderate spinal stenosis with 4 mm canal narrowing. Anterior discectomy and fusion at l2/l3, l3/l4, and l4/l5 with intrapedicular screws, without recurrent disc herniation seen. One week later the patient reports pain is mainly across his lower back extending into the gluteal areas and into the back of both lower extremities. His pain is getting more intense. Tramadol is just not helping enough. He has adjacent segment disease at the li-l2 level from a prominent disc bulge causing moderate-to-severe spinal stenosis, but his symptom seem to be much more from a moderate disc bulge at the l5-sl level. He has had an extensive mid lumbar fusion, which has not helped. He does not want to consider any more back surgery. He has tried various conservative measures without too much benefit. He is finding it very difficult to cope with his day-to-day activities. He wants to reconsider injection therapy. He is willing to take a stronger narcotic. In the past he has tolerated hydrocodone. His pain is mainly with activity. He tells me that he can barely walk 50 to 100 yards before the pain so intense and he has to sit down. He has classic neurogenic claudication symptoms. Lowback pain from degenerative disc disease with hnp and spinal stenosis and post back surgery syndrome.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.